Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The batch/lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Mw5057804.

Event description:
Per maude event report form, #mw5057804, during a robotic laparoscopic total abdominal hysterectomy bilateral salpingo oophorectomy procedure; the stability sleeve and working port with v-loc and CT-1 needles used and passed through it. The needle and vicryl successfully passed through port and then a baby lap size 4x18 was then passed through port under direct vision and portion of diaphragm from trocar fell into the patient's abdominal cavity. Immediately and successfully retrieved parts. It is not known how the procedure was completed.